Event description:
This system was explanted due to infection. The polyrox was technically capped, but enough of it was returned that we can do an analysis on it. Cylos dr, 1028232-2009-00685, polyrox 60/15 bp, MDR 1028232-2009-00687.

Manufacturer narrative:
The device was explanted in 2009, after an implantation time of 84 months because of infection. The quality documents accompanying this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.